Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was high. After removing the foreign material, there was no abnormality of the resistance between the forceps cup and the plug of the handle. The reported event was not reproduced since the device worked properly when we checked the subject device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The current density decreased due to burnt tissue attached to the distal end. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The target area was immersed in fluid like blood. The above device handling has warned in the instruction manual as follows. Pulling the tissue when applying the current. Aspirate fluids such as mucus that adhere to the tube and body cavity tissue.

Event description:
We received the following report. In the procedure, the doctor used the subject device for hemostasis, but the subject device did not activate output. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of the output.